Event description:
It was reported the device displayed the cassette attached error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label intact. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. No repair needed. The device was serviced with a full standard pm (preventative maintenance). The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.